Manufacturer narrative:
(B)(4). Concomitant medical products: 153633, agc d/a femoral 70mm rt, unknown, 153612, agc d/a tib tray 71mm, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient is in need of a bearing replacement in the left knee due to unknown reasons. No further information has been provided.